Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110031399, mini tray std cocr +0 offset, lot # 64396704; catalog #: 118001, versa-dial/comp ti std taper, lot # 429790. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00840, 0001825034-2021-00866. Discarded.

Event description:
It was reported that this is the second revision, and the patient is a chronic dislocator patient and is wheelchair bound. She has had multiple surgeries. This revision she was revised to a hemi. The glenosphere was explanted that disassociated from baseplate. The baseplate and humeral tray were explanted. Attempts have been made and there is no further information at this time.